Manufacturer narrative:
The toxo igg reagent expiration date was "oct-2018." Review of the analyzer alarm history showed that there were several alarms generated prior to the initial measurement. The alarm generated indicated that there was either foam or film detected above the reagent. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained about a questionable result for 1 patient sample tested for elecsys toxo igg immunoassay on a cobas e 411 immunoassay analyzer. The initial toxo igg result was 0.554 iu/ml. The erroneous result was released outside of the laboratory, but was questioned by the medical personal due to the patient's mother having tested positive for toxo igg with a toxo igg avidity of greater than 50% during the pregnancy. The customer thawed the original sample and tested it again twice on (B)(6) 2018. The toxo igg results were 560.5 iu/ml and 558.7 iu/ml. Patient samples were run in microcups. There was no allegation of an adverse event. The toxo igg reagent lot was 288407 with an expiration date that was not provided. The investigation is currently ongoing.